Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of no external power alarms and low voltage hazard alarms were confirmed via analysis of the submitted log file. The controller event log file contained approximately 6 days of data ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). Power cable disconnect alarms not consistent with power source exchanges activated on (B)(6) 2023 from 17:52:24 to 17:52:59 and from 17:54:08 to 17:54:40 due to the relative state of charge (rsoc) voltage on the white power cable dropping to approximately 0v while connected to the mobile power unit (mpu); a low voltage hazard alarm was also active on (B)(6) 2023 from 17:53:24 to 17:53:30 due to the black power cable being disconnected from external power while the voltage issue was occurring on the white power cable while connected to the mpu. The atypical alarms resolved when the rsoc voltage on the white power cable returned to the appropriate range each time. No external power, low voltage hazard and power cable disconnect alarms activated on (B)(6) 2023 from 19:53:43 to 20:08:49 due to losses of ac power occurring while connected to the mpu; the alarms resolved when ac power was restored each time. The system controller backup battery supplied power to the system and pump operation was not interrupted during the losses of external power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the mpu (serial number: (B)(6)) was not exchanged and would not be returned for evaluation. It was also reported that the low voltage hazard alarms resolved and that no troubleshooting was performed. No further information could be obtained regarding the reported events could be obtained as it was noted that the patient was a poor historian and did not recall any information from the time of the alarms. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 30oct2020. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook (rev. D) section 10, entitled ¿safety checklists¿, instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that no external power alarms were noted during routine log file review. The patient was reportedly a poor historian and did not recall any information from the time of the alarms. Log file review captured several low voltage hazard events on (B)(6) 2023 at 5:53pm while using the mobile power unit (mpu). It appeared that both power leads were disconnected or there was a weak connection at the patient cable/power lead connection. Additional low voltage/no external power events were noted on (B)(6) 2023 that appeared to be caused by total loss of power to the mpu. There was no interruption in support. It was later reported that the mpu had a v-lock connector on the ac power cord. The unit remained in service. The low voltage alarms reportedly resolved without intervention.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.